Event description:
Customer reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.